Event description:
It was reported that the patient complained that his tactra malleable penile prosthesis could not conceal and wanted an inflatable penile prosthesis (ipp). The patient underwent surgery and his device was replaced. There were no patient complications.